Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The reported patient effect and device issue of tissue damage and single leaflet device attachment (slda) as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the patient anatomy (fragile leaflets) resulted in the reported slda and the reported tissue damage. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
This is filed for single leaflet device attachment (slda), requiring intervention. It was reported that this was a mitraclip procedure, treating functional mitral regurgitation of grade 3-4+. The clip delivery system (cds) was advanced into the patient anatomy and the clip grasped the leaflets. Leaflet insertion assessment was performed and it was felt that there was perfect leaflet insertion. The physician then asked the anesthesiologist to increase the patients heart rate in order to check the pressure gradient. The heart rate did not increase and deployment continued. As the lock line was pulled, the heart rate increased from 55-60 beats per minute (bpm) to 88-90 bpm and the posterior leaflet began to come out of the clip. As the lock line had been removed, deployment continued and the clip fully detached from the posterior leaflet, but remained attached to the anterior leaflet. A second clip was deployed without issue to stabilize the single leaflet device attachment (slda) clip. It was noted that the edge of the posterior leaflet tore when the clip detached. Post procedure, the patient was in stable condition and the mr was reduced from grade 3-4+ to grade 1-2+. No additional information was provided.